Manufacturer narrative:
Current information is insufficient to permit a valid conclusion about the cause of this event. A follow up report will be sent upon completion of the device evaluation.

Manufacturer narrative:
The device was returned for evaluation. According to the product evaluation, the complaint is confirmed as the tip of the elevator is fractured off. Based on the evaluation, the most-likely, underlying cause for the fractured tip was determined to be excessive force. The instructions for use state, "the tip of the instrument is extremely thin and delicate, care should be taken to avoid applying significant pressure to the tip." The non-conformance database was reviewed in the evaluation and no non-conformance was found for this lot. According to the evaluation, there are no indication of manufacturing defects. UDI #: (B)(4).

Manufacturer narrative:
The warnings in the package insert state this type of event can occur. Because the lot number is unknown, the device history records could not be pulled and reviewed. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report, the product is returned for evaluation, and/or a conclusion can be drawn, a follow-up report will be sent.

Event description:
It was reported that an elevator #301 broke at the tip during surgery. There was no delay that exceeded thirty (30) minutes and no injury the patient reported.